Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to this situation. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine possible cause for the elevated wbc count in the platelet product. No medical intervention was required for this event. There was not a transfusion receipt or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available for return for eval, because it was discarded. This report is being filed due to device malfunction that has potential for injury.